Manufacturer narrative:
A report was received that a patient underwent lvad implantation in conjunction with a planned temporary rvad insertion and tissue pulmonary valve replacement on (B)(6) 2017. It appears that after the patient's transition from a temporary to a permanent rvad, they were returned to the intensive care unit (ICU). In the ensuing few hours, the patient's developed drops in flows that was not associated with clots or blood loss. This required re-opening of the chest in the ICU. The patient's central venous pressure (cvp) then dropped with a subsequent improvement in estimated flows. The patient's chest was left open. On (B)(6) 2017 at 2200hrs, the rvad's power consumption and estimated flows increased along with increased cvps. Lvad parameters are reported to have changed very little. The patient was started on intravenous heparin. The site felt that an rvad pump thrombosis was probable but the patient's medical team decided that neither pump exchange or thrombolysis was an option.  A transesophageal echocardiogram revealed no intra-cardiac, inflow cannula or outflow graft thrombosis. By 0840hrs the next day, the patient is reported to have had mottled fingers and toes and was in multi-organ failure (mof). The site further reported that the patient expired at 1524hrs on (B)(6) 2017. The cause of death was reported to be rvad thrombus. No autopsy was performed and both pumps were explanted post-mortem. The site declined to return the pumps to the manufacturer and plans to analyze them themselves. The patient's peripheral equipment will be returned to the manufacturer at a later date. No further information has been provided. Additional device: (B)(4) - pump / catalog number 1104/ expiration date: 30-apr-2019; device available for eval: no; device evaluated by MFR: no, device not returned to the manufacturer; labeled for single use: yes. (B)(4). Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient underwent lvad implantation in conjunction with temporary rvad insertion and tissue pulmonary valve replacement on (B)(6) 2017. Post-operatively, attempts to decrease the temporary rvad proved unsuccessful demonstrating a lack of adequate right ventricular recovery. Approximately ten days after the lvad implantation, the patient was returned to the operating room for insertion of a wireless pulmonary artery pressure monitoring system (to assess the patient for cardiac transplantation candidacy) and for transition of the temporary rvad to a permanent vad. Post-operatively, the patient was returned to the intensive care unit with an open chest and on noradrenaline and vasopressin infusions. The site further reported that both of the patient's vads were working well. No further information has been provided.

Manufacturer narrative:
A report was received that a patient underwent lvad implantation in conjunction with a planned temporary rvad insertion and tissue pulmonary valve replacement on (B)(6) 2017. It appears that after the patient's transition from a temporary to a permanent rvad, they were returned to the intensive care unit (ICU). In the ensuing few hours, the patient's developed drops in flows that was not associated with clots or blood loss. This required re-opening of the chest in the ICU. The patient's central venous pressure (cvp) then dropped with a subsequent improvement in estimated flows. The patient's chest was left open. On (B)(6) 2017 at 2200hrs, the rvad's power consumption and estimated flows increased along with increased cvps. Lvad parameters are reported to have changed very little. The patient was started on intravenous heparin. The site felt that an rvad pump thrombosis was probable but the patient's medical team decided that neither pump exchange or thrombolysis was an option.  A transesophageal echocardiogram revealed no intra-cardiac, inflow cannula or outflow graft thrombosis. By 0840hrs the next day, the patient is reported to have had mottled fingers and toes and was in multi-organ failure (mof). The site further reported that the patient expired at 1524hrs on (B)(6) 2017. The cause of death was reported to be rvad thrombus. No autopsy was performed and both pumps were explanted post-mortem. The site declined to return the pumps to the manufacturer and plans to analyze them themselves. The patient's peripheral equipment will be returned to the manufacturer at a later date. No further information has been provided. Additional device: (B)(4) - pump / catalog number 1104/ expiration date: 30-apr-2019; device available for eval: no; device evaluated by MFR: no, device not returned to the manufacturer; labeled for single use: yes. (B)(4). Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other device associated with this event: heartware ventricular assist system ¿ pump model 1104 / expiration date 30apr2019 / serial number (B)(4), implanted date (B)(6) 2017, mfg date 30apr2017 (B)(4). Actual device not evaluated, (B)(4); analysis of data log(s)(B)(4); manufacturing review (B)(4) result code(s): no failure detected (B)(4)conclusion code(s): device not returned (B)(4) known inherit risk of procedure (B)(4)product event summary: the pumps were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files of (B)(4) which revealed multiple increases in power consumption starting (B)(6) 2017. 22 high watt alarms have been logged since (B)(6) 2017 and 3 low flow alarms have been logged on (B)(6) 2017. Log file analysis of (B)(4) revealed multiple increases in power consumption starting (B)(6) 2017. Two high watt alarms have been logged since (B)(6) 2017 and twelve low flow alarms have been logged since (B)(6)2017. Of note, additional information received indicated that the primary cause of death was rvad thrombus. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power events can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.